Event description:
It was reported that during a lap kidney procedure, air leaked from the device on the way. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.